Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing on the implantable cardioverter defibrillator. It was noted that at the time of suspected oversensing the patient was in hospital with copd exacerbation. No intervention was performed. The patient was stable and would continue to be followed.